Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was oversensing of the respiratory rate trend (rrt) signal on the right atrial (ra) channel of this cardiac resynchronization therapy defibrillator (crt-d). Boston scientific technical services (ts) suggested turning rrt off and the field representative verified that had been done. No adverse patient effects were reported. Remains in service.